Manufacturer narrative:
The reported failure for the detached luer was confirmed through investigation analysis. Visual inspection noted that the luer is missing and was not returned. The device was returned in a slight right curve position. There is dried body fluid on the irrigation tubing, handle, shaft, and tip. Continuity checks revealed no electrical opens or shorts and all electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and all measurements were within specifications and typical. The luer was not attached to the catheter upon return. The most likely reason for the temperature errors reported by the field was due to the inability of the device to irrigate. The complaint investigation conclusion code is design inadequate for purpose. The following results: the luer was not attached to the catheter upon return. The most likely reason for the temperature errors reported by the field was due to the inability of the device to irrigate.

Event description:
It was reported that loss of irrigation occurred. During an ablation procedure to treat atrial fibrillation in the right and left subclavian an intellanav mifi open-irrigated ablation catheter was selected for use. An ablation attempt was unsuccessful as an error message for increased temperature of the catheter tip was observed. The physician visually examined the catheter and it was noted that the flushing port of the handle was twisted off and irrigation was not possible. The procedure was completed with another catheter without further complications. No patient complications were reported and the patient's current condition is fine.